Event description:
The physician reported oversensing relative to the subject lead during the ICD replacement procedure. The lead was capped and replaced.

Event description:
The physician reported oversensing relative to the subject lead during the ICD replacement procedure. The lead was capped and replaced.